Event description:
Additional information received indicating that this crt-d and rv lead continue to exhibit high shocking lead impedances of greater than 125 ohms. The cause was not determined. The patient will be monitored via remote home monitoring system. This device and lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating that this system exhibited high, out-of-range shock impedance measurements. The patient was seen for further testing. There is a suspected lead fracture that could not be confirmed. An invasive procedure was performed to surgically abandon the lead. No adverse patient effects were reported.

Manufacturer narrative:
This lead was returned severed 232mm from the terminal pin. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the proximal lead segment was performed. Resistance tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and lead body found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis of the lead segment did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
--

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that an alert was detected for this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead system as it exhibited high out of range shock impedance measurement. Additional information received from the field representative indicated that the cause of the out of range impedance measurement was not determined. The physician will continue to monitor the patient. This device and lead system remains in service. No adverse patient effects were reported.